Event description:
The reporter reported a transfer set with a broken spike. No patient injury or medical intervention was reported.

Manufacturer narrative:
The sample was discarded by the customer and is not available for evaluation. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line.